Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium result for five patient samples. Of the data provided, only the results for three patient samples were discrepant. All results are initial, repeat on the same cobas c501 then repeat on a different cobas c501 analyzer at the same site. Patient sample (B)(6) results were 125 mmol/l, 133 mmol/l and 132 mmol/l. Patient sample (B)(6) results were 132 mmol/l, 138 mmol/l and 137 mmol/l. Patient sample (B)(6) results were 134 mmol/l, 141 mmol/l and 139 mmol/l. The initial results were reported outside the laboratory and were questioned by a nurse practitioner. The repeat results were believed to be correct. There were no adverse events. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found a solenoid valve was partially clogged and cleaned it out. He ran calibration and qc with all results within customer specifications.

Manufacturer narrative:
A root cause could not be determined. Additional information for further investigation was requested but was not provided.